Event description:
It was reported the customer experienced an elevated blood glucose (bg) level of 20 mmol/l; cause was due to cartridge alarm 20. Customer administered a manual injection to address bg level. Despite efforts to reload a cartridge under guidance from technical support, cartridge alarm recurred, preventing resumption of insulin therapy with the current pump. Customer reverted to an alternate method of insulin therapy.